Event description:
It was reported the pt had known aortomitral curtain annular abscess and mild perivalvular mitral regurgitation, which had been managed medically after the replacement of her native valve in 1995. In 2008, the pt underwent a re-do mitral valve replacement as well as an aortic valve replacement and bovine pericardial patch repair due to a moderately large annular abscess. Another sjm mitral valve was implanted. No active inflammation or purulence was noticed at time of reoperation. However, info provided by the physician stated the valve was explanted due to endocarditis.